Event description:
It was reported that the 2.5 x 28 mm xience prime stent delivery system was difficult to load onto the guide wire and the stent was noted to have dislodged from the balloon. The stent remained on the stent delivery system. The device was not used and there was no patient involvement. A second 2.5 x 28 mm xience prime stent delivery system was then used to complete the procedure. There was no clinically significant delay and no adverse patient effects. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported stent dislodgement was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based upon the information reviewed, there is no indication of a product deficiency.